Event description:
The customer reported the system intermittently cuts out completely, and would generate various collimator "iris pot" error messages. The staff was able to reboot the system and the doctor was able to complete the procedure with no pt harm, injury, or adverse outcome.

Manufacturer narrative:
To resolve the problem, the ge service rep cut back the line cord and rewired the line cord plug. Checked ground wire resistance = 0.1 ohm. Examined the error log and found the a gib col iris potentiometer error. He repaired this condition using one of the spare collimator lines. The system performs as intended.